Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the pump was empty and that the patient hadn¿t found a surgeon to take the pump out yet. It was indicated that the patient had not updated the doctor or called the insurance company to help locate a surgeon to remove the pump. It was noted that the patient had an upcoming appointment in 2-3 weeks to see the doctor and felt like they would be bothering them before then. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving infumorph at an unknown dose and concentration (it was thought the concentration was 60 mg) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was out of medicine and beeping. The event date was noted to be (B)(6) 2017. The patient was not going to get the pump refilled as he was going to have it removed. It was stated the patient wanted to make sure he would not get a staph infection when he got the pump removed. The patient was going to have their pump removed by their pump healthcare provider (hcp), however the patient switched doctors to a new pain hcp that did not work with pumps. The patient was working with their hcp to get it removed and the hcp was turning it down 20%, but as far as the patient knew, the pump was empty. However, it was later stated that the pump was going to run out in a couple days. The pump was being titrated down because he did not want any more "morphine" and it was inconvenient. No symptoms were reported. No further complications were reported or anticipated. The patient's concomitant medications included 100 mg fentanyl patches and norco.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Over the last 7 months, the patient's hcp turned the patient down from "60%" to "20%". The patient thought he had infumorph in the pump was 60% (60 mg) "or something". The hcp had titrated down to reduce the patient from having side effects and the last time the patient saw their hcp was sometime between winter and summer.